Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "b" and the distribution node. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was receiving check therapy electrode messages. A distributor also reported that a patient had a red itchy rash under the rear therapy electrodes. The patient consulted his physician who prescribed a cream. The patient reported that the initial irritation cleared up and that additional irritation was present on his right side which was bleeding. Follow-up indicated that the patient's skin was no longer bleeding with use of a prescribed medication.